Event description:
It was reported that the device had intermittent output, and the patient had unspecified symptoms/'spells'. The device was explanted. No further patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary battery depletion-normal.